Event description:
On (B)(6) of 2013 I had a uterine ablation due to issues with my monthly cycle. In mid (B)(6) 2017, I started having severe cramping and back pain. As time went on the pain progressively got worse and it felt more painful than normal menstrual cramping, it was excruciating and nothing I took would dull the pain. I went to an obgyn with concern and had an ultrasound thinking there was an ovarian cyst, which came back negative. After several more trips to the ob doctor, it was determined that it was post-ablation tubal sterilization syndrome (patss) and that I would need a hysterectomy as there is no other treatment or cure for this syndrome. My hysterectomy is scheduled for (B)(6) 2017.